Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. It was noted that the death was not procedure related. The cause of death was unknown. No additional information was reported.

Event description:
New information received stated that the patient's cause of death was non cardiac and was not device related.

Event description:
New information received stated that the patient's cause of death was cardiac.

Event description:
New information received stated that the patient's death was related to the device system.

Event description:
New information received stated that the patient's death was not related to the device system.